Event description:
Procedure: low anterior resection. According to the reporter: staples did not form properly. The procedure was converted to open and completed with another device. Operating time was extended more than 30 minutes. Oozing bleeding was reported.